Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the neuro tip of the craniotome device was damaged, and the ball bearing had fallen apart. Therefore, the reported condition that the bearing was damaged was confirmed. The assignable root cause of this condition was determined to be traced to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the tip of the craniotome device was bent/damaged, and the bearing was damaged. It was noted that the ball bearing had fallen apart. It was noted in the service order that the bearing was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.